Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2020 using a cooladvantage coolcore applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11-additional change and/or corrected data: a2, a3, a4, b3, b5, d1, d4, and e1. G3 in previous medwatch was inadvertently left blank instead of (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who developed paradoxical hyperplasia post coolsculpting.